Event description:
Caller states patient tested 6.9 inr and 3.4 inr on the coaguchek xs system. Patient's coumadin dose was held for 2 days based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.